Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to reuse an implantable pulse generator (ipg), but the wrench would not engage with the set screw. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.